Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the heartstart mrx was failing the operational check for a faulty therapy connector. Ther eis no indication of pt involvement.